Manufacturer narrative:
Evaluation: fse replaced the vacuum isolator chamber. (B)(4).

Event description:
On (B)(6) 2011 customer reported a small clenz leak in the front of the lh500 instrument. Customer stated they were also seeing an increase in h and h check fails (operator enabled flagging). All of the control results were in range, but the red blood cell (rbc) was not reproducing as well as it should. Field service engineer (fse) examined the instrument and found the vacuum isolator chamber (vc10) leaking along the seam. This caused a loss of vacuum for the rbc count line and resulted in intermittent h & h check failures. Fse replaced vc10 and cleaned the instrument. No further leaks were reported.